Event description:
It was reported that the shock lead impedances went low out of range on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system measuring at 10 ohms. Technical services (ts) suspected electromagnetic interference (emi) but could not confirm. The impedance stabilized after the single out of range value. No adverse patient effects were reported. Currently, this ICD system remains in service.